Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level alert. Customer's blood glucose level was unknown. Customer reports insulin pump screen became white sometimes. Customer states after self test alarm occurred again. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device passed the self test, active current measurement, and the displacement test however, the device was received with high sleep current due to moisture damage on the electronic assembly. No unexpected pump error 63 or pump error 4 alarms during testing however, pump error 63 alarm (variable 3) and pump error 4 alarm are found in the downloaded history files due to broken trace at pin 6 of on the keypad assembly. The device was monitored and no blank display, white display, or display anomaly noted.